Manufacturer narrative:
H11: it was informed that this complaint is a duplicate and was submitted to the FDA with the MDR: 8043484-2020-02822.

Event description:
It was reported that the handpiece didn¿t want to prime at all.